Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months later, computed tomography of abdomen and pelvis with contrast was performed which showed infrarenal inferior vena cava filter. After two months, selective angiogram of the inferior vena cava was performed which showed through the right internal jugular vein approach using sonosite and placed a 6 french short sheath and then advanced the 5 french pigtail catheter over the 0.035 wire and then placed it in the distal inferior vena cava distal to the inferior vena cava filter and performed the inferior venacavogram using the power injector for a setting of 10 for 20 ml. There was no clot identified on the filter or in the inferior vena cava. They, therefore, decided to retrieve the filter and advanced the 0.038 supra core stiff wire into the left femoral vein and we then advanced the filter retrieval 12 french sheath all the way down to inferior vena cava, just keeping it right proximal to the filter. They then advanced a filter retrieval cone and tried to grab the filter, but the filter was tilted, and the hook was embedded in the wall. They could not get the hook to engage the filter tip; therefore, they removed the filter retrieval basket and then tried the snares. They tried a single loop snare and a triple loop snare and continued to try for almost 45 minutes and could not get the tip of the filter to engage. At this point, it was pretty clear that the tip of the filter was probably endothelialized or embedded in the wall and it will need probably specialized catheters to disengage it. They, therefore, decided to stop at this point and remove the sheath after performing the final angiogram, which shows that the inferior vena cava was widely patent with no clot on the filter. They removed the filter retrieval sheath and final hemostasis was achieved by manual compression. The patient tolerated the procedure very well. No complications reported. After two days, inferior vena cava filter retrieval was performed which showed through the right internal jugular vein approach, a wire was placed through the micropuncture needle and exchanged for an 0.035 guidewire that was placed into the inferior vena cava. The micropuncture sheath was exchanged for a straight flush catheter. Cavogram performed demonstrated a filter that was side walled within the inferior vena cava with multiple obliquities stored in the record. At this point, the straight flush catheter was exchanged for a retrieval sheath. The retrieval sheath was placed slightly superior to the filter and a loop snare was attempted to grasp the hook unsuccessfully. Thirty minutes were spent utilizing this technique and this was unsuccessful. At this point, endoscopy biopsy forceps were utilized to disrupt the fibrin from the hook. This technique was employed for over 30 minutes and eventually, the filter was grasped with the endoscopy forceps, pulled into the sheath and retrieved. Follow-up cavogram demonstrated no residual irregularity within the inferior vena cava. The retrieval sheath was removed, and hemostasis was achieved with manual compression. The patient tolerated the procedure well and was transferred to the recovery area in stable condition. Therefore, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 02/2016). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven months post vena cava filter deployment, an unsuccessful attempt was made to retrieve the filter. Guided fluoroscopy identified the filter was tilted and embedded in the ivc wall. Two days post attempted retrieval, a second retrieval procedure was performed. The filter was successfully captured and retrieved without incident. There was no reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis and thrombocytopenia had an inferior vena cava (ivc) filter deployed in the infrarenal ivc with no angulation, tilt, or asymmetry. Approximately seven months post filter deployment, the patient presented for filter retrieval. Multiple attempts were made with a retrieval cone and snare device, but the filter was unable to be captured as it was tilted and the hook was embedded in the caval wall. Approximately eight months post filter deployment, after unsuccessful retrieval attempts with a snare device, the filter was grasped with endoscopy forceps and removed. Follow up cavogram did not demonstrate residual irregularity within the ivc. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter and retrieval difficulties. Per the medical records, the filter was tilted. The tilted filter most likely caused the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for a tilted filter and any difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven months post vena cava filter deployment, an unsuccessful attempt was made to retrieve the filter. Guided fluoroscopy identified the filter was tilted and embedded in the ivc wall. Two days post attempted retrieval, a second retrieval procedure was performed. The filter was successfully captured and retrieved without incident. There was no reported patient injury.